Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report he experienced high and low blood glucose events. Blood glucose was 45 mg/dl for the low event. The customer stated that the low blood glucose was caused by his body not digesting food properly. Customer mentioned that he treated with a protein drink. The customer refused troubleshooting for the high blood glucose event. Blood glucose reading was 304 mg/dl for the high event. Customer stated he did not want to troubleshoot and just wanted to report these issues. Nothing further reported.